Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was unable to be placed because it kept bending and caused the trachea to collapse. On re-attempting to place the device, it started to bend again and cause the trachea to collapse. The patient's vital signs dropped. Compressions and placement of a endotracheal tube were performed. The patient was taken to the operating room for an open tracheostomy. Hybrid method was used where a cut into the anatomy before performing percutaneous insertion. Patient had excessive skin breakdown on the neck as a result of the difficulty.